Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician. No intervention was performed. The patient was stable and would be continued to be monitored.

Event description:
New information received indicating that the patient presented for procedure on (B)(6) 2022 and the device was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. As received, the device had normal telemetry communication and normal output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found at end-of-service. Hybrid circuitry was tested, indicating elevated current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.